Event description:
It was reported that a patient had three fainting episodes after starting the trial. She had a pre-existing condition of hypertension. An appointment was scheduled for the following day with the patient's imp physician which was the last day of the trial. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)